Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('with some people the coils migrated and perforated their uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced uterine perforation (seriousness criterion medically significant) and allergy to metals ("there are other materials it is made out of that ppl have had reactions to"). At the time of the report, the uterine perforation and allergy to metals outcome was unknown. The reporter considered allergy to metals and uterine perforation to be related to essure. The reporter commented: this is summary case for unknown number of patients concerning the injuries reported in this case, the following one/ones was/were reported from social media report : allergy to metals, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('with some people the coils migrated and perforated their uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and allergy to metals ("there are other materials it is made out of that ppl have had reactions to"). At the time of the report, the uterine perforation and allergy to metals outcome was unknown. The reporter considered allergy to metals and uterine perforation to be related to essure. The reporter commented: this is summary case for unknown number of patients. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: allergy to metals, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.